Event description:
It was reported that using a femoral artery access approach during a procedure of the moderately calcified lesion in the common iliac artery the 10 x 60 mm foxcross balloon dilatation catheter (bdc) was inflated once at 12 atmosphere (atm) and ruptured. The device was removed from the anatomy without issue. There was no resistance noted during the advancement and withdrawal. Outside the anatomy the catheter was inflated and a balloon pinhole was observed. A different bdc was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.